Event description:
It was reported by service report that the head right siderail could not be locked in the up position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bent timing link.